Manufacturer narrative:
An engineering evaluation was completed for the reported issue. A design defect was confirmed, root cause is not directly related to implantation of the valve but to assembly method inadequacies. The issue will be further investigated within the edwards quality system along with implementing corrective action. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the thread was sent to chemistry for further analysis. The ir spectrum of the loose thread showed similar absorption characteristics when comparing to ptfe like material. An engineering evaluation will be performed. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Additional manufacturer narrative: cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformances in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. If there is evidence that the cloth tear or snag led to exchange of the device and/or could cause of contribute to serious injury or death, the event would be MDR reportable. In this case, the loose string was large enough to potentially embolize or become a nidus for thrombus. The valve remained implanted and there were no reports of patient injury. Per the product evaluation, the customer report of loose thread was confirmed. A loose piece of thread, approximately 23 cm in length, was returned. The returned loose piece of thread was wavy, similar to the waviness observed on thread originating from unraveled sample sewing cloth. Thread will be sent to chemistry for further analysis. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a "a piece of string" was "unraveled from within the sewing ring" of a 23mm pericardial aortic valve while the surgeon was "passing sutures thru the sewing ring". The string came from "near the exit passage of the needle that was being inserted". The valve remains implanted.